Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient¿s blood glucose (bg) was at 450 mg/dl with symptoms of dehydration, nausea, extreme thirst, abdominal pain, and drowsiness. It was reported that the patient the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that the pump would not retain the user programmed date and time settings upon removal of the primary battery for less than 24 hours. When a new battery was inserted the pump displays the default date and time settings. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to a time/date reset issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged time/date reset to default was duplicated. The alleged time/date reset to default cannot be verified in the black box. With the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/low/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was found to be within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.